Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient's stimulation was working and then "died". It was noted that the patient went to charge the device up, but could not get it to charge. An overdischarge was suspected. The last successful recharging session was one to two months prior to the report. It was reported that the patient recharged approximately every six weeks. It was noted that the patient twisted getting off his tractor and stepped in a pothole while walking with his cane on (B)(6) 2013. It was reported that the patient twisted the top part of his body and fell "down to his knees". It was noted that the patient started to get "sharp" pains down his shoulder into his right arm which he never experienced before. It was reported that the patient's right arm went numb intermittently as well as tingling. It was noted that the patient decided to turn the device off to see if the pain was caused by the fall or stimulation the night of the fall. The patient turned his therapy on (B)(6) 2013 and it showed it was time to recharge. It was reported that the patient tried to charge his implantable neurostimulator (ins) and was unable to get his device to connect. It was noted that the antenna locate feature was attempted twice with no success. It was reported that the patient saw an ¿I¿ at the top of the recharger screen when attempting the feature.